Event description:
It was reported that the healthcare provider did a refill on the patient the day of the report. The patient had 10ml residual volume and the expected volume was 4.9ml. Per the reporter the healthcare provider stated this was the second time this had happened and the reporter did not know the actual vs the expected. The healthcare provider was planning on performing a dye study. The patient was also put on supplemental pain medication. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver morphine. As of (B)(6) 2015, the dye study had not yet been scheduled. The cause of the volume discrepancy was unknown. It was further reported that as of (B)(6) 2015 the dye study had not yet been scheduled. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, lot # j11275r40, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Compatibility guidelines were requested for MRI. The procedure was not due to a problem with the device or therapy. The symptoms reported were not related to the device or therapy. The patient was experiencing mid back pain. The onset of the mid back pain was unknown. The patient's general practitioner ordered the MRI, not the patient's pump physician. It was the healthcare provider understanding that the patient's pain is not related to the device. The MRI was related to the patient's radiculopathy. It was later clarified after the healthcare provider contacted the patient that the MRI was apparently at least in part done because of a suspected pump issue. The patient has had extra drug when the pump was refilled, but the healthcare provider did not have details as to when it started or how much.

Event description:
Additional information received that the manufacturing representative reported that the dye study had not been performed. No other information was given regarding this event; if additional information is received this report will be updated.